Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of over two seconds on the right ventricular channel. Due to this, the patient experienced palpitations. Reprograming of the device was performed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of over two seconds on the right ventricular channel. Due to this, the patient experienced palpitations. Reprograming of the device was performed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed and it was decided to explant and replace the lead.